Event description:
Per radiology report: "complications: small fragment of a nitrex wire left within the patient during initial attempt at access due to extensive scar tissue/adhesions. The fragment is retained in the subcutaneous tissues of the left thigh and is likely of little clinical significance. Of note multiple other vessels were imaged via ultrasound and found to be occlusive making the left common femoral artery the only accessible vessel despite the extensive overlying scar tissue."